Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with critical pump error. Crest software was successfully utilized, however unit failed to download formatted history, detail trace and long trace with thus due to moisture damage to force sensor. Unit received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had water on it and battery compartment of it was corroded. Customer had already put battery out of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.